Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 301 mg/dl when admitted to the hospital. Troubleshooting was performed and later it was declined. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The customer may have lost the cognitive ability to operate the pump from high or from dialysis led up to the event. The treatment for high blood glucose was a pump and an emergency room visit. The significant events leading to admission are headaches, high blood glucose, and confusion. The symptoms the customer reported at the time of the hospitalization event were confusion and headache. The reason for hospitalization was high blood glucose and urinary tract infection. The hospitalization treatment was an IV insulin drip (intravenous insulin infusion) and an emergency room visit. The customer reports a loss of communication between the pump and the transmitter. The alarm the customer received was lost sensor signal, cannot find sensor signal, and sensor signal not found. The event that occurred before the loss of communication began was not sure if the sensor was removed before leaving with emergency medical services. The correct transmitter ID was programmed into the pump. The loss of communication issue was resolved. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Event description:
Updated summary: customer's sister reported that the customer had a high blood glucose event. Blood glucose was 244mg/dl in the morning and customer drank 7-up and blood glucose became 301mg/dl at noon. High was treated with the pump and the paramedics took the customer to the emergency room on (B)(6) 2024 at 3pm. Customer was not hospitalized yet. However, customer was still at the hospital at the time of the call. They gave the customer insulin drip to treat the high. Customer had lost sensor signal, cannot find sensor signal, possible signal interference, check connection, and sensor signal not found alerts. Caller was unsure if sensor and transmitter were removed before leaving with the paramedics. The transmitter is missing. The sensor alerts were resolved by removal of sensor. Helpline helped stop the pump from alarming by assisting with turning the sensor feature off. Customer was likely using the pump within 48 hours of the high.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.